Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of 100ml of an unspecified concentration of flagyl at a rate of 100 ml/hr. The height of the secondary solution container in relation to the primary solution container was not specified. At 0550, the nurse started the secondary delivery. At 0601, the nurse noted the "entire bag had delivered." The nurse thought that the pt had received the flagyl in 11 minutes instead of the intended one hour. The pump, the primary solution container, and the tubing sets were replaced and the therapy was resumed. During testing at the user facility, the pump was tested and "deemed ok." During testing of the primary tubing set with an unspecified secondary tubing set and unspecified solutions, backflow of fluid was noted and an unspecified "valve problem" was reported. The customer contact indicated that the patient "missed a dose" of the flagyl. There were no reported adverse pt effects. There was no reported change in the patient's condition. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This device was identified as part of a customer notification dated november 24, 2009. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4)